Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed through visual inspection and performance verification test (pvt). The downstream occlusion (dso) sensor was replaced to fix the issue. Further investigation identified a detached downstream occlusion (dso) seal. The seal was replaced, a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The device was returned due to cassette not attached error. Upon physical inspection, downstream occlusion (dso) sensor, and the dso seal were also found to be detached. These were determined to be a reportable issue.